Manufacturer narrative:
A replacement faceplate could not be shipped to the customer, as she resides outside of the united states. In follow up with a complaint handler on (B)(6) 2020, the customer indicated that his wife was diagnosed with mastitis by her doctor on (B)(6) 2020 and she was prescribed antibiotics. In additional follow up with the customer on (B)(6) 2020, he indicated that he did not know anyone in the states to whose address medela could ship a faceplate; but that he would do some research on his own to get a replacement faceplate. Follow up with the customer is on-going regarding the status of the mastitis, with no response as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, a customer alleged to medela llc that the tubing ports on his wife's pump in style faceplate were broken. He additionally alleged that his wife was struggling with mastitis and was desperate to get a new faceplate.